Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the device is broken.

Manufacturer narrative:
Product complaint # (B)(4). This is a duplicate report of 1818910-2018-78654 and 1818910-2018-78656.(B)(4) is being retracted as it is a report duplication.1818910-2018-78654 and 1818910-2018-78656 will be kept for investigaton purposes.